Event description:
A group of falsely elevated sodium results was obtained on three patient samples from a satellite lab. The results were reported to the physician who questioned the results. The original samples were repeated on an alternate analyzer in the main laboratory and lower results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium results was sample related. The IFU for the dimension quiklyte integrated multisensor contains the following information: "follow the instructions with your specimen collection device for collection, tube handling, spin times, and g-force especially when using plastic blood collection tubes. Failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." The instrument is performing within specifications. No further evaluation of the device is required.